Manufacturer narrative:
An unk external force on the glass screen display pushed on the pcb supports causing them to fail and bend in addition to the glass cracking.

Event description:
A nurse called for assistance checking the results as displayed in the device. After phone trouble-shooting it was discovered that the device's display was not properly showing one digit for the test results. The device was replaced and the defective one returned for investigation.